Event description:
The pt used the suspect device multiple times to check their blood glucose. They obtained the following results in two hour inciments: 363, 299, and 261 mg/dl. They proceeded to take 5 units of novalog after each test. They passed out and spouse called the ambulance. Emts checked their glucose at 48 mg/dl and gave them a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.